Event description:
It was reported that the customer experienced a high blood glucose reading of over 600 mg/dl, which the customer treated with a manual injection. The customer stated that she was not able to rewind the insulin pump. She noted that she had taken a shower with the device on, although no moisture was currently visible in the insulin pump. There were no alarms in the device alarm history that indicated the insulin pump would need to be replaced. The device passed the self test during troubleshoot. Assisted the customer with rewinding the insulin pump and found that it was working properly. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.